Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak at the very distal end where the flexible tubing goes into the hard plastic tubing. It was reported the tubing set was used to deliver lactated ringers solution. After an unspecified length of time, a leak was noted at the very distal end where the flexible tubing goes into the hard plastic tubing. An unspecified volume of solution leaked. The customer contact reported no physical defects could be seen in the tubing set. There were no reported adverse patient events and no reported delay of therapy critical for the patient. No medical interventions were required. No additional information was provided.